Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose level went up to over 600 mg/dl. She treated her blood glucose level with a manual injection. The alarm was resolved by changing the complete set. When she took the site off her body, she noticed it was wet. The customer was advised that the device would be replaced and agreed to return the product for analysis.